Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed the technical support engineer (tse) they encountered grounding pad connection issues. The customer explained the customer had tried to connect 6 different grounding pads in an attempt to achieve a ground. The customer ultimately connected a grounding pad to an ancillary generator and found the grounding pad registered. The customer converted the procedure to laparoscopic due to the grounding pad connection issue. While on the line with the tse the customer connected a grounding pad to his forearm and found the pad registered with no issues. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The unit was returned for failure analysis, but the reported failure (bovies not registering) could not be reproduced. The unit energized a cauterized and all ports recognized instruments.